Manufacturer narrative:
The results of the investigation noted that the reported incident date was after the product "use by"/"use before" date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event where an expired product was inadvertently used during a procedure. There were no adverse consequences to the patient.